Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the ucor hfams patch. The irritation was described as red and burning. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to remove the device for a day, while she discussed the irritation with the physician. The physician confirmed that the patient could end the session early and return the device due to the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.